Event description:
On (B)(6) 2019 two instances were reported of chemotherapy infusing on an alaris carefusion 8100 pump (separate patients) that infused at a significantly faster rate than what was programmed into the pump. There was no harm to either patient and the pumps were programmed correctly. On (B)(6), a third incident occurred where an infusion of cardene infused in less than 30 minutes, which was also significantly faster than was programmed into the pump. The pump was programmed correctly and again, no harm to the patient occurred. This product is currently being evaluated by our biomed department - we will update this medsun report once root cause is identified. Per biomed: we have noted "microcracks" that are only visible under magnifying glass in the highlighted area on several of the pumps that have faulted.